Event description:
It was reported, that patient presented in clinic for routine follow-up. Upon evaluation, it was found, that patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. It was found, before device explant. That the icm fell out of patient's pocket. New device was implanted. The patient was stable.